Event description:
It was reported that the pt has expired. The date of pt's death and implant duration are unk. It is unk if the death was device related. Pt also had two other devices implanted, please reference MFR#6000002-2008-08979 and MFR#6000002-2008-09282. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.